Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was provided. Review of the device history record for this lot did not produce any findings that would have affected the reported needle to cuff miss in the case. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for the reported suture break for this lot. A suture break can be influenced by many factors, including, but not limited to manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event cannot be verified. To assure that all products perform according to specifications, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is tested to verify the functionality of the device. Based on the information available, the inspection criteria and the review of the lot history record, a definitive cause could not be determined and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, the suture broke while advancing the knot. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.